Event description:
It was reported that the patient was in an ongoing episode of what was thought to be dual tachycardia and the patient was not feeling well. It was noted the patient's episodes were not being treated because the cardiac resynchronization therapy defibrillator (crt-d) was not redetecting given there were multiple short events detected as fast ventricular tachycardia (fvt) via vt but followed by a long event. Persistent atrial undersensing by the right atrial (ra) lead was also observed on the electrogram (egm), preventing detection of the atrial flutter. The healthcare professional was concerned that changing the atrial sensitivity would cause the at/af not to be treated, therefore, it was decided to sense the far field r-wave (ffrw). The healthcare professional chose not to reprogram the device or ra lead, which remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive, which indicated ra undersensing was observed again. The ra lead remains in use. No patient complications have been reported as a result of this event.